Manufacturer narrative:
Film evaluation summary: the reported difficulty during sentrant sheath removal, sheath deformation, and vessel perforation could not be confirmed based on the pre-operative imaging provided. Procedural angiography demonstrating device insertion, attempts at sheath removal, and the time point at which the vessel injury occurred were not available for review. While the cause of the events cannot be determined due to the limited imaging available, small access vessel diameters were evident, and the presence of moderate calcification within these vessels may have been contributory factors to the reported removal difficulty, leading deformation of the sheath and vessel damage; however, this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as a conduit during an tavi procedure. Severe stenosis and calcification of both the femoral and subclavian arteries, which lacked sufficient diameter for standard delivery was noted pre op. It was reported during the index procedure an initial approach via the left carotid failed requiring surgical repair for a complete ruptured left carotid artery. During the second stage of the procedure, despite the known small diameter of the femoral arteries, it was decided to proceed if a 14fr sheath could successfully pass. Fluoroscopy was performed; however, prior to advancing the valve, an attempt was made remove the sheath. The physician was unable to withdraw the sheath, even with rotational manoeuvres. Increased force was also unsuccessful. The dilator was removed to see if that would help, but the sheath remained stuck in the right iliac artery. The physician noted that the sentrant sheath was stretching "like an accordion" and appeared longer than the dilator. The tavi procedure was aborted for a second time, and the surgical team was recalled. The patient remained hemodynamically stable throughout the event¿ supported by several blood transfusions. The patient was transferred to a dedicated operating room (or) due to the high risk of iliac rupture. The sheath was successfully removed but had torn during extraction. An external iliac artery rupture occurred. A balloon was inflated in the aorta to maintain control, and surgical vascular repair was performed. No active bleeding was reported at that time. Post-operative status reported the patient is in the intensive care unit (ICU) and remained stable overnight post the procedure. The patient remains sedated and ventilated and is expected to be transferred back to the cardiology department on day 1 post procedure, where the team will evaluate her for potential extubation. No cause was provided and the patient will be monitored.